Manufacturer narrative:
Tracking #.47019. Based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported event during surgery occurred due to a yielded cartridge nose weld. The instrument was rec'd with a yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached as to how the nose weld had yielded.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.